Event description:
Side panel of warmer fell open with no one in the room and the 32.5 week neonate rolled out of the warmer and onto the floor. Neonate sustained skull fracture with brain bleed. Neonate was asymptomatic and no surgical intervention has been required. FDA safety report ID# (B)(4).